Event description:
A us distributor reported that a monitor will not power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed due to the c1 capacitor being shorted. The c1, l1, l2, and d1 components were replaced as a precaution. The cause of the inability to complete testing and the inability to power on is the shorted c1. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.